Event description:
It was reported that the patient had been in a car crash on (B)(6)-2012. Following the event, low out-of-range impedance measurements were observed on the atrial lead through interrogation of past events. Their pulse generator was programmed to compensate. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.